Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there has been a previously reported event involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found the cap had damage to the retaining ledge.

Event description:
In this event it was reported that cap unscrewed from a stylus mini handpiece while in use. The reported complaint did not result in an injury or need for intervention.